Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 23-oct-2023. H.6. Investigation summary: bd received 3 customer samples and no photos for investigation. 3 customer samples were subjected for review and analysis for all customer reported defects. 3 of 3 customer samples failed for gel air bubbles. 0 of 3 customer samples failed additive abnormality, cracked product/component, foreign matter (fm)-unknown, and molding defect. In addition, 30 retain samples were subjected for review and analysis for all customer reported defects. No issues were observed. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles. It has not been confirmed for additive abnormality, cracked product, fm-unknown, and molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were 114 tubes with the following defects: gel air bubbles, additive abnormalities such as clumping, cracked tubes, water stains, unknown foreign matter, and molding defects. No patient impact reported. The following information was provided by the initial reporter: "stage: during pre use inspection. Defects: the product has bubbles in the separation adhesive, foreign objects in the coagulant clumping, cracks on the outer wall of the pipe, water stains, foreign objects, deformation and damage to the rubber head cover. Quantity: (B)(4) pieces in total. Impact: no adverse effects on patients."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there were 114 tubes with the following defects: gel air bubbles, additive abnormalities such as clumping, cracked tubes, water stains, unknown foreign matter, and molding defects. No patient impact reported. The following information was provided by the initial reporter: "stage: during pre use inspection. Defects: the product has bubbles in the separation adhesive, foreign objects in the coagulant clumping, cracks on the outer wall of the pipe, water stains, foreign objects, deformation and damage to the rubber head cover. Quantity: 114 pieces in total. Impact: no adverse effects on patients".